Event description:
It was reported that when the patient got up to use the bathroom a red battery alarm displayed on the mobile power unit (mpu). The mpu light was green and the connections were tight. No issues were noted at the outlet. Log files captured random low voltage hazard events that occurred only on the mpu. Both power leads were disconnected and the emergency backup battery (ebb) did not need to enable and no external power events were noted. The alarms resolved after replacing the mpu with a power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms regarding the mobile power unit (mpu) was confirmed via evaluation and via the provided log file. The log file contained data spanning approximately 1 day (31mar2022 ¿ 01apr2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A few atypical low voltage hazard/power cable disconnect alarms (rsoc invalid faults that were not associated with a power source exchange) were observed while the mpu was in use. The alarms appeared to have been caused by the rsoc within both power cables dropping below the alarm thresholds; however, the overall (bus) voltage was unaffected during these events. The alarms appeared to have resolved within a few seconds of their activations. The returned mpu (serial number (B)(6)) was tested alongside known working test equipment, and advisory/connect power alarms were reproduced on test system controllers while the mpu was in use. The issue was isolated to the mpu¿s patient cable. The patient cable was replaced with a new component, then the mpu was functionally tested and was found to perform as intended. The serviced and repaired mpu was returned to the customer site after passing all tests per procedure. The mpu¿s original patient cable was further tested, and every conductor within the cable was observed to measure with above-average resistance values. The cable was also opened; however, the inner conductors appeared physically unremarkable. The root cause of the reported event was determined to have been wire fatigue within the mpu¿s patient cable; the root cause of the wire fatigue appears to be consistent with the repetitive flexing and movement of the cable over time. Additionally, during the investigation there was an incidental finding of a damaged cable sleeve. Punctures in the rubber casing were observed. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all specific alarms that sound from their controller, including low voltage/connect power/no external power alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section entitled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.